Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a lesion that had not been pre-dilated. While attempting to remove, the stent dislodged. Attempts at retrieval were unsuccessful and the stent remains in the patient. Patient status listed as "okay".